Event description:
The heartstart mrx was sent to philips healthcare for an etco2 malfunction. There was no reported pt involvement and/or impact.

Manufacturer narrative:
(B)(4): a follow up report will be submitted upon completion of the investigation.